Event description:
The customer reported via phone call that the insulin pump has an unresponsive keypad. The customer states he attempted to bolus and rewind, but pump was unresponsive. The customer mentioned that the pump did fall, but never made contact with the floor. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage on keypad traces. The insulin pump was received with minor scratches on lcd window, broken reservoir tube lip, and missing o-ring reservoir tube.